Event description:
A rep dreamstation auto CPAP device was returned to a third-party service center with information alleging visualization of particles. During the evaluation of the device at the third-party service center, the device was visually inspected and no visible foam particles were observed. The third-party service center concludes that they couldn't confirm the customer's allegation. No error codes were found. The device was corrected. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
In this report h11 corrected as: the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient is alleging trouble sleeping, lung disease (unspecified). At this time, no medical intervention has been reported. The manufacturer was made aware of this complaint through a representative of the customer. Additionally, the device was returned to the third-party service center. There was no evidence of foam particles observed. In box d: model number, catalog item identifier, product UDI has been updated. In box h: device problem code grid, remedial action and recall number has been updated.